Event description:
A hospital in a foreign country reported to our distributor, that as soon as they set the rt205 adult single-use breathing circuit to a ventilator, the led of the heater wire alarm on the humidifier blinked. No patient consequence was reported.

Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital. The product is not sold in the USA but it is similar to a product which is sold in the USA. Methods: the complaint device was visually inspected and electrical tests were performed. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The heater wire in the inspiratory limb of the rt205 breathing circuit was open circuit, hence out of specification. Conclusions: the device was out of specification. This is a known issue with an occurrence rate of approximately 0.003% worldwide for the last year. We have an open CAPA project to address this issue, and we continue to monitor and trend complaints of this nature.